Manufacturer narrative:
Corrections to b5 and g2. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the investigation, the user used a non-olympus lamp for more than 500 hours, which is past its useful life. The instruction manual provides the following verbiage: "always use the examination lamp designated below. To order a new examination lamp, contact olympus. - xenon lamp maj-1817." Olympus will continue to monitor field performance for this device.

Event description:
Correction to the information provided on the initial report. The worn-out scope connector socket is not a reportable malfunction. This report was submitted for the use of a non-olympus lamp which was identified by olympus service during the evaluation of the device. The use of a non-olympus lamp is considered to be a reportable malfunction.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, worn-out scope connector socket causing image problems. In addition, stuck power switch and lamp over 500hrs were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the evis exera iii xenon light source has an image quality problem of ¿noisy image¿ . The facility attributed the issue to the scope connection "port" contacts where the scope attaches. The event occurred during an unknown diagnostic procedure. A similar device was used to complete the procedure. During a standard service inspection of the customer returned device, a worn-out scope connector socket causing image problem was noted. This report is to capture the reportable malfunction found at inspection. There was no harm or user injury reported due to the event.